Manufacturer narrative:
It was reported that on (B)(6) 2023, a patient was receiving a spinal epidural and the "spinal needle broke off within the patient's back when the needle detached from the nub. It was reported that the piece was removed from the patient and no additional harm or injury occurred due to the incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Spinal needle broke.